Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the distal and proximal right coronary artery (rca). While introducing the 3.5 x 24mm liberte stent delivery system (sds) over the unknown guide wire, while still in the unknown guiding catheter, it was observed that the stent's movement was blocked. In an attempt to withdraw the device, resistance was encountered. Therefore, the sds was extracted from the outer valve of the y connector but with difficulties. After retrieving the stent, it was noted to be "collapsed and deformed over the wire." Subsequently, the physician implanted two bsc stents and an unknown manufacturer's stent in the distal and proximal (rca) and the left circumflex to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: an examination found that the stent was pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned at 11mm distal to the distal edge of the proximal markerband. An examination of the exposed balloon where the stent was pulled down from, found a clear impression of the stent crimp. The balloon appeared to have been inflated with air. An examination of the stent found that the stent was bunched up at its proximal end and was flared at its distal end. No other issues were noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the distal and proximal right coronary artery (rca). While introducing the 3.5 x 24mm liberte stent delivery system (sds) over the unknown guide wire, while still in the unknown guiding catheter, it was observed that the stent's movement was blocked. In an attempt to withdraw the device, resistance was encountered. Therefore, the sds was extracted from the outer valve of the y connector but with difficulties. After retrieving the stent, it was noted to be "collapsed and deformed over the wire". Subsequently, the physician implanted two bsc stents and an unknown manufacturer's stent in the distal and proximal (rca) and the left circumflex to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).